Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for multiple patients tested for sodium (na) on a cobas 8000 ise module. The customer stated that the na results for these patients were approximately 10 mmol/l lower than the repeat results. The repeat results were believed to be correct. The customer alleges that erroneous results were reported outside of the laboratory. No specific results or additional data were provided by the customer. The customer wanted a service visit. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date was not provided. The field service engineer (fse) visited the customer site and replaced several parts of the instrument due to instability when running quality controls. The fse also changed the na, k, cl and reference electrodes and adjusted the gear pump pressure. The fse performed validation tests which were acceptable. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The fse actions were reasonable ise maintenance measures.